Manufacturer narrative:
With regard to this complaint logfiles were provided for review and an eva surgical system was inspected on-site. Review of the logfiles confirmed several occurrences of an error message indicating "an undefined horizontal position of the pedal is detected. Please make sure the turning knob is centered." Additionally the logfiles showed that the foot pedal was not flashed correctly on the date of occurrence. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint and no repeat issues have been encountered. Based upon the information received the timing of the incorrect flashing of the foot pedal remains unclear. In addition, log files indicate that an untintended use error can also not be ruled out. Hence, based upon the available information the cause of the event could not be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It has been reported that during procedure the display gave an error message. Unable to solve the error the foot switch was exchanged and procedure was completed. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.

Event description:
It has been reported that during procedure the display gave an error message. Unable to solve the error the foot switch was exchanged and procedure was completed. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. In regards to this event log files were provided for review. Review of the log files confirmed the occurrence of an error message indicating "an undefined horizontal position of the pedal is detected. Please make sure the turning knob is centered." Based on review of the log files, a cause could not be determined. Further actions are in progress to determine the root cause of this event.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point.

Event description:
It has been reported that during procedure the display gave an error message. Unable to solve the error the foot switch was exchanged and procedure was completed. Due to the reported event surgery was prolonged > 30 minutes. No actual patient harm occurred.